Event description:
(B)(6). It was reported that left bundle branch block (lbbb) and 1st degree atrioventricular (av) block occurred. A 25m lotus edge valve was implanted to treat the native aortic valve. Following the procedure, lbbb was observed. The patient had no symptoms. The following day, 1st degree av block continued; however, the patient was discharged with no symptoms.